Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The current blood glucose level was 400 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Based on customer report they did not allege insulin pump was under delivering. Customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.